Event description:
Left interval jugular central line inserted (B)(6) 2014 at 0349 by (B)(6). On (B)(6) 2014, at 2200 identified central line was leaking from the actual line. Upon inspection, the line itself was cracked. Removed this line and replaced.